Event description:
It was reported that the patient was experiencing weakness in their legs. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to leg weakness was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.